Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had cuff inflation/deflation issue. It was reported that a leak was noted in the cuff once inserted in patient. It was reported that there was persistent leak after inflating cuff. The customer reported that the patient was re-intubated. It was reported that the cuff has no hole in it when examined the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had cuff inflation/deflation issue. It was reported that a leak was noted in the cuff once inserted in patient. It was reported that there was persistent leak after inflating cuff up to 30ml. The customer reported that the patient was re-intubated. It was reported that the cuff has no hole in it when examined the device.